Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Implant date, explant date: device is an instrument and is not implanted/explanted. Examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 230795000 glenosphere orientation guide. Examination of the returned glenosphere orientation guide confirmed breakage of the plastic extremity and no break of the index metal. The plastic fragment was not returned. The initial reported stated the event did no occur in a surgical setting. The device exhibits wear and scratching indicative of being in service prior to the breakage. A worldwide complaint database search against product code 230795000 found additional reported evens of plastic tip breakage. Previous investigations' product analyses determined the returned instrument presented a new design ((B)(4)) and break of the plastic extremity, no break of the index metal. As the product is deteriorated; a precise dimensional analysis is not possible. The root cause of the current reported event is being attributed to device damage/wear from normal use and servicing. Based on the root cause of device damage/wear from normal use and servicing, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4).

Event description:
It was reported that the instrument was found to be broken during inspection. No surgical delay.